Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had powered itself off. There was no patient use associated with the reported issue.